Event description:
It was further reported that the lead was capped and replaced, due to the high thresholds continuing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported post-operatively that the patient's right ventricular (rv) lead threshold increased since the procedure. The rv lead threshold at implant was 1.25 v at 0.4 ms but at post-op was 2.75 v at 0.4 ms. The output was reprogrammed to 5 v at 1 ms, it was unknown at the time if a lead revision would occur. The lead remains in use. No patient complications have been reported as a result of this event.